Event description:
The pt reportedly experienced intermittencies followed by loss of lock. Programming adjustments were made and the external equipment was exchanged; however, this did not resolve the issue. The pt's device will be explanted.